Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin. Customer reported an elevated blood glucose level of 360(mg/dl) and administered an insulin injection to stabilize bg level. Tandem technical support advised customer to load a completely new cartridge . Customer was able to successfully resume insulin.